Event description:
(B)(4) report received concerning attachment/chemo leakage incident with use of 11956 clave connector. The (B)(4) report states "the luer lock safety connector disconnected while chemotherapy was infusing." There were no reported adverse consequences. Although requested, additional relevant usage/set-up information as well as status of the device return were not responded to.

Manufacturer narrative:
Mfrs investigation: a review of the mfg. Lot build database for the reported lot number 23-119-y1 (mfg. Date 12/2012) showed (B)(4) units were all mfg., tested, inspected and released. There were no exception documents generated. A review of the complaint database for this list number/lot number recorded no additional reports. Conclusion: the involved 11956 device and mated devices were not returned for analysis and investigation. The cause of the reported incident/product issue is unknown. The mfrs complaint team reviewed the reported incident/product issues. Monthly mgmt review of in-process assembly/quality trend reports identified no adverse trends or contributing issues for the applicable components/sub assy builds.